Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site pain, and pus. It was reported that the patient was treated with unknown antibiotics for the stoma site. It was reported that following antibiotic treatment, the patient's stoma site pus no longer developed however the patient continued to experience stoma site pain on (B)(6) 2023, the patient underwent an unspecified echography which revealed no abscess but scar tissue. It was reported the patient will undergo pegj replacement on (B)(6) 2023.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.